Manufacturer narrative:
The data logs from the affected devices were investigated. Unfortunately, the root cause could not be established, but the investigation findings indicated that the preanalytical sample handling could be the cause.

Event description:
According to the complaint on (B)(6) 2021, when the customer measured a blood sample on the abl800 flex analyzer, the result of k+ was 8.1 meq/l, which is higher than expected value for about 4~5 meq/l. Therefore, they doubted the result from the abl800 flex analyzer, and then they checked another result from the analyzer on lab. The result of k+ from lab's analyzer was expected value. No adverse event in this case.